Event description:
It was reported that the sevoflurane vaporizer in the anesthesia workstation failed in system checkout and generated a technical error code indicating vaporizer error. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation, a yellow/brown residue was found inside the vaporizer. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the returned sevoflurane vaporizer with part number 6682282 and serial number (B)(6), has been completed. The performed investigation and analysis of the observed discoloration/corrosion (yellow/brown residue) inside the vaporizer have revealed a chemical degradation of sevoflurane, resulting in formation of hydrogen fluoride within the vaporizer. The investigation of this reported event has concluded that the hydrogen fluoride has been formed within the vaporizer during the transport of the vaporizer from the customer to the manufacturer for investigation of the reported failure. A root cause investigation on affected vaporizers has concluded that the presence of hydrogen fluoride is due to sevoflurane in contact with anodized aluminum with cold sealing leading to degradation of the anesthetic agent. The vaporizers are assembled with several parts, of which some are manufactured from aluminum. The aluminum parts undergo a surface treatment step, anodization. Most of the aluminum parts in the affected vaporizers comprise of cold sealed aluminum. To prevent this from occurring, a change has been implemented on affected vaporizers. The change consists of a switch from cold sealing anodization to hot sealing anodization. New vaporizers are produced with hot sealed anodized aluminum parts. The field safety corrective action has been initiated with the aim to remove all the concerned vaporizers from the field. The removing of the concerned vaporizers is expected to be completed on 06/13/2025. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system, d4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700, d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4), h4 ¿ manufacture date - previous manufacturing date: 03/03/2016, corrected manufacturing date: 10/11/2022.